Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have stage 4 prostate and severe bone cancer in every bone and has had chemo treatments. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have stage 4 prostate and severe bone cancer in every bone and has had chemo treatments. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of some contamination on the base of the device and the inlet, contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found error e-22 and e101 logged. The manufacturer concludes there was evidence of contamination on the base, inlet and in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury. Section b1, b2, d9, g3, h1 and h6 has been updated in this report.